Manufacturer narrative:
(B)(4). The investigation is in-process. On 21-jun-2021, a device history record(DHR) review for model ec38-i10nl, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 26-feb-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 16-feb-2021. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a customer reported a "foggy appearance during the procedure" involving pentax medical video colonoscope model ec38-i10nl, serial number (B)(4). The user facility in canada submitted a cmdsnet report (hospital ref no wo(B)(4)) and pentax canada inc. Was notified by health canada on 14-jun-2022. The endoscopist reported attempting to clear the screen with water, and by blotting the screen on clean parts of the bowel, but with no improvement. This is a known issue that the is being tracked and is the reason the facility had the loaner endoscope, so that biomed could review our equipment for this same issue. The reported failure caused an approximate 20 minute delay in the case per physician resulting in the patient being under anesthesia for additional time. A second endoscope was required to complete the procedure. The model and serial numbers of the second endoscipe were not provided. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Corrected information f7. Follow up 01 additional information evaluation summary the endoscope was inspected and no faults were found. It is presumed that the phenomenon was caused by the blurring of the image due to dirt on the lens surface. Regarding this phenomenon, we have determined that it may be difficult to remove dirt from the lens due to environmental factors. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Evaluation summary added to h10.